Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off several times by itself during a patient event. The crew was able to manually power the device back on each time. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Event description:
The customer contacted physio-control to report that their device powered off several times by itself during a patient event. The crew was able to manually power the device back on each time. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
H6: physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio reviewed the downloaded electronic data from the device and verified the reported issue. As part of preventative maintenance, the battery pins in the device were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.